Event description:
I had essure implanted following my last pregnancy. My anatomy was perfectly normal in my pelvic region. Two months after my essure was implanted I had my yearly well woman exam and immediately my nurse practitioner noticed my skin coloring was different down there and my clitoral hood and fused over my clitoris. She diagnosed me with lichen sclerosus autoimmune disorder. I am not the typical pt diagnosed with this condition as I'm pre-menopausal. The only connection is the insertion of essure which is stated by bayer to trigger autoimmune disorders in .1% of pts. Prior to this diagnosis I have been regularly seeing my doctor for the past 15 months due to pregnancy and post pregnancy checkups up to and including essure insertion. At no time was my pelvic anatomy determined to be abnormal for any reason whatsoever until after the essure was in my body for 2 months.